Event description:
It was reported that this pacemaker was found to be in safety mode . It was recommended that this device be replaced. Additionally, the field representative stated that with left arm movement, the patient experienced an asystole. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product is expected to be returned.

Manufacturer narrative:
Correction: h6, device codes, coded a0908 added. A070909 and a0712 removed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode . It was recommended that this device be replaced. Additionally, the field representative stated that with left arm movement, the patient experienced an asystole. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product is expected to be returned.

Event description:
It was reported that this pacemaker was found to be in safety mode . It was recommended that this device be replaced. Additionally, the field representative stated that with left arm movement, the patient experienced an asystole. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.